Event description:
The customer reported that they were not getting sealing of the tissue but heard an end tone, indicating a completed seal cycle. They saw no steam or smoke at the time. This occurred in several seal cycles in the procedure. They tried the device on two different generators with the same result. Generators were set at 3 bars. Endoloops were used to control bleeding and complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.